Event description:
Information was received that a smiths medical cadd-legacy 1, 6400 infusion pump, was giving a high pressure alarm. No kinks or clamping of the tubing was observed. Pump was turned off and the tubing was changed but alarm still going off. Patient was instructed to go to the hospital. No adverse patient effects were reported.